Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she feels her near vision was better prior to the procedures. She reported that her distance vision is good in both eyes, but not excellent. She stated she has to use a magnifying glass to see up close. Her near vision is "okay" during the day, but at night under artificial light it is not as good. The problem began immediately following her surgeries. She has tried several medications, including punctal plugs, with no improvement. The consumer has been seen by two different surgeons with no results. For this eye, the consumer reported noting glare and a shadow in the corner of her eye. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).